Manufacturer narrative:
H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is not required. H6: health effect - clinical code (e): 4581 - over/under correction. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. The lens was exchanged with a lens of the same length but different power and the problem was resolved.